Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a infusion set bent cannula issue event (B)(6) 2026. The patient experienced high blood glucose 500mg/dl and treated with correction injection via multiple daily injections. The insertion site was abdomen. The infusion set was used for within twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.